Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). 9 days later, the vad coordinator contacted the manufacturer reporting that the patient had a hematoma at the site of the pump oocket that had been monitored for approximately 1.5 weeks. The patient's hematocrit (hct) had dropped enough to warrant taking the patient back to the or for exploration of pump pocket. The vad coordinator reported that the flows were 5.7ipm "on a good day" and 4.5ipm when the patient's hct would drop. The patient's beat rate was 70 and 60bpm respectively to the flows listed previously. The stroke volume was maintained between 78-73ml in auto mode. The patient remains on lvad support while awaiting a heart transplant.